Event description:
As reported by customer, when utilizing a 20" high pressure contrast injection line, during prep air was seen to enter the line. The physician flushed several times, but the condition did not improve. The product was replaced. There was no air injection or patient injury. The used product will be returned for evaluation.

Manufacturer narrative:
Although it has been reported that the product will be returned, it has not yet been received by the manufacturer, therefore, a failure analysis is not available at this time. Upon receipt of the sample/completion of the investigation, a follow-up medwatch will be submitted.